Event description:
It was reported that the catheter dissected the coronary sinus. The physician checked the patient and no pleural spill was found. The patient was in -good- condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.